Manufacturer narrative:
The event product was returned to applied medical for evaluation with a rubber fragment. Visual inspection confirmed the complainant's experience of fragmentation of an internal rubber component of the seal. The rubber fragment returned matched the missing portion on the seal. Based on the condition of the returned unit and description of the event, it is likely that the reported event was caused by an instrument. Applied medical's instructions for use states that, "extra care should be used when inserting angular and asymmetrical instruments, such as 'j' hooks and clip appliers. All instruments should be centered axially when inserted through the seal to prevent tearing." Applied medical continuously seeks to improve the form, function and ease of use of its products. As part of this process, applied medical is currently researching possible device enhancements intended to further minimize the potential for this type of event to occur.

Manufacturer narrative:
The event device has been returned for evaluation. A follow-up report will be provided upon completion of the investigation.

Event description:
Procedure performed: unknown event description: "near the end of the procedure, the surgical team noticed a black item inside the patient's abdomen. It was retrieved from inside the patient with no patient harm reported. Through investigation by the hospital, it was observed that a piece of the inside of the trocar (black rubber) had broken off. Pictures attached to associated email. " type of intervention: unknown. Patient status: "no adverse patient outcome."